Event description:
It was reported by the affiliate that when (2) atw45 devices were used during laparoscopic gyn procedure the devices would not staple nor cut for adnexectomy. Another device was used to complete the case with no consequence to the pt.